Event description:
Information received by medtronic indicated that the insulin pen stopped working. No harm requiring medical intervention was reported. Customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Battery life remaining: <7 months per visual inspection: no physical damage to cap, cartridge holder or inpen was noted. Customer reports: inpen leadscrew is not moving as intended and app is not recording accurate doses dialed. The inpen paired to the commercial app with small pairing dose. Received inpen 1/4 of travel. Re-wound inpen. Hard to dial more than 4 units. The injection button was removed and no dust / debris under the dose button or dose knob noted. Inpen was cut open and after inspection it was found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Unable to perform functional test due to leadscrew anomaly. In conclusion: it was determined from destructive analysis that the leadscrew anomaly was caused by a pattern wheel misalignment due to an encoder base bond failure. This can affect insulin delivery. Therefore, leadscrew anomaly is confirmed. However, unable to verify dose log anomalies complaint due to misalign encoder pattern wheel rotating and traveling against the walls of the dose nut.